Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was found that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) lead pace impedance measurements, measuring greater than 2000 ohms. At this time, this device system remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was found that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) lead pace impedance measurements, measuring greater than 2000 ohms. At this time, this device system remains in service and there were no adverse patient effects reported.